Event description:
It was reported patient stopped charging the device many some years back and turned therapy off during a procedure and thereby leading ipg to be inoperable. As such, surgical intervention was undertaken wherein the ipg was replaced and therapy restored.

Manufacturer narrative:
B3-date of event is estimated.

Manufacturer narrative:
The patient reported failing to charge their implant properly to abbott. The device has not been returned for analysis. A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.